Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a cavo-tricuspid isthmus procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a high temperature issue and luer hub issue occurred, in addition to coagulum formation on the catheter tip. The physician started to ablate in the right atrium. After his first ablation, he came off ablation and tried to ablate again, however the catheter tip temperature was too high, preventing him from ablating. It was then noticed that the irrigation tubing had disconnected from the catheter. Only one ablation was performed for approximately 10-15 seconds with the tubing disconnected and the saline was dripping on the drape. There were no system errors. The irrigation tubing did not connect to the catheter properly which is why it fell off mid ablation. The catheter was removed from the patient and there was coagulated blood at the tip. The physician re-connected the irrigation tubing to the catheter and tried to flush the catheter but he was unable to. He then used a syringe with water to flush the catheter but the coagulated blood had blocked the irrigation ports. It was then noticed that the syringe was not screwing properly in to the irrigation port (luer hub) of the catheter. The physician believes that the connection of the luer hub was faulty which caused the tubing to come off during ablation. The smartablate system rf generator was in power control mode, with 40 watts of power, impedance was between 160-170 ohms and catheter tip temperature was around 30-37°c with a cutoff of 65°c. A smartablate system irrigation pump was used during the procedure. The patient did not receive heparin during the procedure, however the catheter was irrigated with heparinized saline. The patient was stable throughout the rest of the procedure. There was a five-minute delay in surgery. The procedure was completed with no patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The high temperature and luer hub issues are not MDR reportable because potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the coagulum discovered on the catheter tip is a reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a cavo-tricuspid isthmus procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a high temperature issue and luer hub issue occurred, in addition to coagulum formation on the catheter tip. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed connecting the luer hub to the irrigation tubing and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).